Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).

Manufacturer narrative:
Device return requested. There are no previous complaints on this device related to the issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/11/2024, znyo medical received a report from the customer stating the device was displaying a pressure error even after trying multiple new pressure sensors happened during testing. No report patient involved.